Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: device "leakage" with an implant on the "recall list".

Event description:
Healthcare professional reported a left side device "leakage" and a "change in lymph nodes" with an implant on the "recall list". The device remains implanted.